Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with back up battery fault alarm. During the analysis of the log files, backup battery faults due to external backup batteries load test failures were observed. It was recommended to replace the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 1 day (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active on (B)(6) 2020 between 06:50:51 ¿ 11:38:26. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Pump operation was not affected. Good faith efforts were sent to retrieve additional information regarding the reported event including if there was action to resolve the backup battery fault alarm, if there have been any further issues, and if anything was exchanged or returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.